Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the battery compartment was not damaged. Customer stated that display returned after insulin pump restart. No harm requiring medical intervention was reported. The customer will continue use of the devise.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.